Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer had symptoms such as vomiting and sore throat. The customer also mentioned problems with the new site. The product was not returned for analysis.